Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer did not have an alternate method for insulin delivery at the time of the occlusion, and customer's blood glucose level rose to 580 mg/dl with ketones. Customer went to the emergency room and was subsequently admitted to the hospital. Customer was treated with fluids and an insulin drip while hospitalized. At the time of the report, customer was still admitted to the hospital.